Event description:
Ventralex mesh used after hernia operation in 2009 has caused me constant pain, and digestive problems. I have continued urethra and bladder pain. The hernia site is irritated and prescribed creams do not help. The burning nerve pain in my feet is getting worse. I have had a painful cystoscopy, pelvic ultrasound, and pap test in the last six months, and they are all negative. However, the pain and misery continue. I never experienced any of these problems before this hernia operation using the ventralex mesh. The surgeon who did my operation never once told me of any complications, in fact he made it seem uneventful. I fell a betrayal by the surgeon and the MFR of this product. I feel it should be mandatory, and enforced by the FDA that a physician should tell their pts of possible complications. I am sure he knew, since mesh problems have occurred long before my surgery date. Please, help those of us who do not have any options once the long term damage is done.